Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Analysis visually confirmed a portion of the implant returned for analysis. Witness marks noted on the sides of the inserter interface. Optical examination appears to provide evidence of fracture initiation at the base of the outside surface facets. Microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l2-l3. It was reported that the surgeon used a mallet to tap the tamp into the hole of the implant, and the implant broke off at the proximal end. The surgeon left the broken implant in place and placed a different implant next to it. No patient complications were reported.